Event description:
It was reported via a user report sent to boston scientific from the medicines and healthcare products regulatory agency (mhra) that this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted this device is included in the emblem s-ICD accelerated depletion advisory population and has an estimated remaining battery longevity of 15% to elective replacement indicator (eri). As such, the patient received a referral for an elective box change. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported via a user report sent to boston scientific from the medicines and healthcare products regulatory agency (mhra) that this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted this device is included in the emblem s-ICD accelerated depletion advisory population and has an estimated remaining battery longevity of 15% to elective replacement indicator (eri). As such, the patient received a referral for an elective box change. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.